Manufacturer narrative:
Age at time of event: patient was 73 years old at the time of study enrollment.

Event description:
It was reported that the patient experienced 90 percent restenosis of the left superficial femoral artery (sfa) 427 days post index procedure. On (B)(6) 2020, prior to enrollment in the study, the patient underwent 7.0 mm x 80 mm eluvia stent placement in the left sfa. On (B)(6) 2021, the patient underwent lower extremity angiography, which revealed 90 percent restenosis of the left sfa. On (B)(6) 2021, endovascular therapy was performed using a 6.0 mm x 60 mm ranger dcb to treat the restenosis. On (B)(6) 2021, the event was considered resolved. No further patient complications were reported.